Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.